Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) USA alleging er1. The patient stated the issue occured on the same day she contacted lfs for assistiance at approximately 5pm. She claimed she was feeling "weak" immediately before the issue ocuured and denied receiving any form of medical intervention due to the alleged issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.